Event description:
It was reported that the patient was experiencing overstimulation in the ipg site. It was also reported that the lead had migrated. The patient underwent a revision procedure wherein an ipg and leads were replaced, and patient was doing well postoperatively. The explanted devices were discarded per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several months from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5157304/7075940.